Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: 2.3, lab: 7.3. Time between testing was reported as 2 hours. Patient's therapeutic range is 2.0 - 3.0. Per caller, on (B)(6) 2013 the pt noticed blood in urine. On (B)(6) 2013 the pt visited the doctor's office and reported abdominal pain and continued blood in urine. The inratio inr was reported as 2.3. The pt was admitted to the hospital. Venous draw was performed at the hospital 2-3 hours after testing on inratio. The lab result was reported as 7.3. Pt was given vitamin k for treatment because of lab result.

Manufacturer narrative:
Discrepant result (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2013; inratio meter = 2.3, reference = 7.3, mean = 4.8, confidence limits = 2.6 - 6.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot #308059 on (B)(4) 2013. Results as follows: donor a: (B)(6), inratio: 2.3, inratio: 2.4, inratio: 2.3, ref: 2.22, bias-threshold: 1.22 - 3.22, %cv 2.47; b: (B)(6), 3.1, 3.3, 3.3, 3.3, 2.03 - 4.03, 3.57. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. The strip code may not have been correct at the time of the discrepant result. Use of the incorrect strip code can result in error or inaccurate results. (B)(4).. Due to this low occurrence rate, corrective action not required at this time.